Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with epithelial cell ingrowth on left eye (os) at a 17 day post-operative exam (date of discovery (B)(6) 2015). The flap was lifted and the cell (ingrowth) was removed on (B)(6) 2015. Rxm (prescribed magnification) -0.25-0.25 x 068 od, plano -0.50 x 094 os. Post-op: refractive measurements from (B)(6) 2015: visual acuity with correction (vacc) right eye (od) 20/20, left eye(os) 20/20. Visual acuity without correction (vasc) 20/25 od, 20/25 os.